Event description:
The customer stated that she was hospitalized due to hyperglycemia. The customer stated that her blood glucose reading was 800 mg/dl and that she in a coma. The customer stated that her blood glucose levels have been fine since leaving the hospital and that the insulin pump is working fine. The customer stated that she will call back to perform troubleshooting.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.